Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The device ran for 56 pulses and was deactivated by the user. The firing flat was in the expected vertical position for deployment. The needle mechanism was reset and deployed with no issue. Although no issues were noted with the needle mechanism, a root cause for the reported needle deploying early could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism deployed early. The pod was not worn and no adverse patient impact was reported.